Manufacturer narrative:
This report is submitted on september 27, 2017 by cochlear limited on behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.